Event description:
During a right lower extremity angiogram in a procedure room, the tip of an angiogram wire detached and was in patient's lower leg artery. In addition, a second wire also had the tip detach during this case. Both tips were retrieved and removed. No patient harm. Of note, the patient was found to have significant calcification int the artery which may have contributed.